Event description:
It was reported that the patient saw a wound specialist and was prescribed an ointment for the incision site. The issue has reportedly been resolved.

Event description:
It was reported the patient was seen by their physician with drainage at the ipg site. The incision has not healed since the device was implanted. The physician does not believe that the patient's ipg site is infected. Further intervention may be pending to address this issue.